Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, the customer consumed water to address bg level.